Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported pca did not deliver the correct amount of dilaudid. Customer states that the product will not be returned as the hospital is doing their own investigation.

Event description:
The customer reported a pca module did not deliver a correct amount of dilaudid. Carefusion tech support helped the biomed download the event logs. Multiple attempts have been made to obtain information from the customer. At this point, the customer will not release any additional information. Although requested, no additional pt or event information was provided.